Event description:
It was reported that a thoracic pedicle probe bent and one of the threads on a matrix screwdriver sleeve (holding sleeve¿long for matrix) came loose on the back table during a thoracolumbar fusion. There were no broken fragments in or near the sterile field. There was no reported surgical time delay, and the surgery was successfully completed without further incident. This report is addresses matrix screwdriver (holding sleeve). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation evaluation was performed ¿ the returned instrument was examined and the complaint conditions were able to be confirmed as the holding sleeve had damaged distal threads which would have caused the loose complaint condition. The root cause is unable to be determined with the provided information however while the holding sleeve failure is consistent with the application of excessive force, off-axis loading or over-threading. Drawings for the sleeve were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed. The returned instrument was manufactured in december 2011, after these changes were applied. There were no mrrs, ncrs, or complaint-related issues for the returned lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.